Manufacturer narrative:
The compact test drum is the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) of 106 mg/dl on the compact plus system. Patient indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Patient did not modify therapy based on these results. No resultant injury was reported. Quality control testing had not been performed on the compact plus system. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus system: meter, compact strip lot 20654241 with expiration date 04/30/2008.